Event description:
The brakes will not hold on the bed.

Manufacturer narrative:
While performing preventive maintenance, the hill-rom technician found the brakes would not hold on the bed. The technician adjusted the brakes to repair the bed.